Event description:
As reported, when the facility staff tried to open the lcts100s package during the pre-use inspection, foreign matter was found inside the sterilization pack. No health hazard. No rips or damage to the package itself. Item has been collected. No harm was reported, no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
The subject device was returned for evaluation. Upon inspection, the inside of the unopened sterilized pack was visually checked. A black foreign object about 2 mm in length was found. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. This product with lot # av146272 was produced 28jul2021. An investigation was completed by the OEM and a likely root cause could not be identified as the reported failure is the only occurrence within the past 12 months for this device, the reported failure is considered to be an isolated event. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return received date not available on the initial report. The subject device return date was 12/21/22 (device receipt date at service business center ). Investigation is ongoing. This report will be supplemented accordingly following investigation.